Event description:
It was reported that this implantable pacemaker alerted for intrinsic amplitude out of range on the right ventricular (rv) lead. The r wave measured at 1.0mv (millivolts) this week. The stored electrogram (egm) showed an isolated undersensed r wave at automatic gain control (agc) 0.6mv. Further review of programmed parameters was recommended. This alert will not retrigger until the device is interrogated with a programmer. The device and the non-boston scientific rv lead remain in service. No adverse patient effects were reported.